Manufacturer narrative:
This product has been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted as when the physician engaged the cutting tool, the tool disengaged, and the inner part started to spiral. In the process the whisper wire kinked badly. The physician retained wire access and took the sheath and lead out. The physician might have cut through the lead. The lead was never in service. No adverse patient effects reported.